Event description:
During an atrial fibrillation ablation procedure using a viewflex xtra ice catheter, the tip of the catheter fractured. After insertion of the viewflex xtra ice catheter through a 10f introducer, adequate deflection could not be obtained to properly visualize the patient's anatomy. When the steering knobs were moved, the catheter appeared at the same angle on fluoroscopy. The patient was removed from the body and it was found that the catheter transducer tip was fractured and copper wiring was exposed. A new viewflex xtra ice catheter was used to complete the procedure with no adverse consequences to the patient.